Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the left side of the heater cooler unit was alarming "low h2o level" even though both sides had the same water levels. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
This complaint is related to emdr #1828100-2016-00114. The reported issue was not confirmed. The field service representative (fsr) did not duplicate a low water alarm during testing and preventive maintenance (pm) after the completion of the repairs and valve replacement (refer to emdr #1828100-2016-00114). The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.